Manufacturer narrative:
Device is a combination product. A promus elite ous mr 28 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 28nov2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 24x3.0mm target lesion was located in the moderately tortuous and mildly calcified diagonal branch segment. A 28x3.00mm promus elite drug-eluting stent was advanced but failed to cross the lesion due to vessel tortuousity. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.